Event description:
It was reported that patient underwent an orthopedic salvage system knee procedure on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.